Event description:
Baxter field service engineer reported a damaged battery observed on a colleague pump, during service. No pt injury or medical intervention was reported as resulting from this failure.

Manufacturer narrative:
Evaluation summary: a baxter service engineer serviced the device on-site and the reported condition was confirmed. The pump's main batteries were replaced. Review of the complaint history reveals similar battery-related incidents have been reported for this product. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA # mdq-CAPA-132. The CAPA was opened on april 1, 2005 and is in the investigation phase.